Event description:
It was reported during surgery that the t8 cannulated hexalobe driver (part number 80-4151) tip broke while implanting a 14mm mini acutrak 3 bone screw (part number 3052-35024). The surgeon used pick-ups/fluoro to remove the broken piece. The surgery was completed after a 2-5-minute delay. No adverse patient consequences were reported. This report is related to report number 3025141-2024-00731 for the driver involved in this event.

Manufacturer narrative:
The reported 24mm, 3.5 mini acutrak 3® bone screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the 24mm, 3.5 mini acutrak 3® bone screw (part number 3052-35024) batch/lot number is unknown. Based on the information received, the root cause could not be determined.